Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was seen status post tka after approximately one year for knee pain. X-rays performed showed the tibial implant had shifted. The surgeon stated the patient was seen 2 weeks post-op, however the patient was not compliant to any further follow up. Interventional measures are unknown,